Event description:
The complainant alleged that during incoming inspection of the product, the device would not detect an ECG signal. The complainant indicated that there was no pt involvement in the reported malfunction.